Event description:
It was reported that during surgery, device broke in half over the patient incision. All pieces were removed and recovered. No delay. Backup device available. No injury or impact to patient reported.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.